Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by rahamimov et al in a publication entitled, "percutaneous augmented instrumentation of unstable thoracolumbar burst fractures", in european spine journal (published online: 08 december 2011) that two patients experienced a complications after surgery. Patient had a superficial wound infection at one of the incisions with (B)(6). This was treated by suture removal, drainage, and IV antibiotics for 3 weeks.